Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-feb-2023.

Manufacturer narrative:
PMA/510(k) #k163018; device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to pr 381662, pr 381664, pr 381665 and pr 381666. Lab evaluation ¿ n/a. Document review prior to distribution all zilbs devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0065) lists the following warning: ¿after stent placement, alternative methods of treatment such as chemotherapy and irradiation may increase the risk of a) stent migration due to tumour shrinkage b) stent erosion of the tissue, and/or c) mucosal bleeding¿. There is evidence to suggest the user did not follow the IFU. There is evidence to suggest that the customer did not follow the label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of the user not reading or following the IFU has been concluded. From the article it is known that 17 patients received chemotherapy and 04 patients received radiation therapy after stent placement. As per the IFU warnings, ¿after stent placement, alternative methods of treatment such as chemotherapy and irradiation may increase the risk of a) stent migration due to tumour shrinkage b) stent erosion of the tissue, and/or c) mucosal bleeding¿. As per medical advisor input 'the device was used as intended (biliary duct) and in a safe manner (following the placement procedure). The issue was post placement chemo/radiotherapy which is disclosed in the IFU. We have communicated the warnings to end user. If doctor is still unaware of the potential adverse events despite the warnings, I would think it is user error.' Summary: the complaint is confirmed based on customer testimony. The complaint was raised from the observational post-market clinical study ¿zilver 635 biliary stent (zilbs)¿. According to the initial reporter, there were no adverse effects to the patients reported as a result of these occurrences. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #k163018 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to pr (B)(4) (emdr 3001845648-2022-00810), pr 381664 (emdr 3001845648-2022-00812) , pr 381665 (emdr 3001845648-2022-00813) and pr (B)(4) lab evaluation ¿ n/a document review prior to distribution all zilbs devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0065) lists the following warning: ¿after stent placement, alternative methods of treatment such as chemotherapy and irradiation may increase the risk of a) stent migration due to tumour shrinkage b) stent erosion of the tissue, and/or c) mucosal bleeding¿. There is evidence to suggest the user did not follow the IFU. There is evidence to suggest that the customer did not follow the label. Image review an image was not returned for evaluation. Root cause review a definitive root cause of the user not reading or following the IFU has been concluded. From the article it is known that 17 patients received chemotherapy and 04 patients received radiation therapy after stent placement. As per the IFU warnings, ¿after stent placement, alternative methods of treatment such as chemotherapy and irradiation may increase the risk of a) stent migration due to tumour shrinkage b) stent erosion of the tissue, and/or c) mucosal bleeding¿. As per medical advisor input 'the device was used as intended (biliary duct) and in a safe manner (following the placement procedure). The issue was post placement chemo/radiotherapy which is disclosed in the IFU. We have communicated the warnings to end user. If doctor is still unaware of the potential adverse events despite the warnings, I would think it is user error' summary the complaint is confirmed based on customer testimony. The complaint was raised from the observational post-market clinical study ¿zilver 635 biliary stent (zilbs)¿. According to the initial reporter, there were no adverse effects to the patients reported as a result of these occurrences. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to an update to imrdf coding on 16-nov-2023.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 11-mar-2025 as the complaint no longer meets the description of a reportable incident (complaint did not go against the steps outlined in the IFU for the safe & correct use of the device. Advising ''after stent placement, additional methods of treatment such as chemotherapy and irradiation may increase the risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding.). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Supplemental report is being submitted as a cancellation report following receipt of information from the quality engineer on 11-mar-2025 that the complaint no longer meets the description of a reportable incident since the complaint did not go against the steps outlined in the IFU for the safe & correct use of the device. Advising ''after stent placement, additional methods of treatment such as chemotherapy and irradiation may increase the risk of stent migration due to tumour shrinkage, stent erosion, and/or mucosal bleeding. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(4). Title of clinical study: progress report for period 05-jul-2022 ¿ 20-oct-2022 device name: zilver 635® biliary stent (zilbs) the aim of this post-market clinical follow-up (pmcf) study is to confirm the long-term performance and safety of the biliary stent and to assess if the benefit-risk ratio remains favorable in the long-term. This study is a retrospective, observational, multi-center, post-market study collecting data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent stent placement with the biliary stent from calendar year 2014 through 2019 at participating clinical sites in the united states of america (USA). A total of 39 patient datasets from two clinical sites were entered during the period of data summary. This progress report includes study data for the 39 patient datasets as available through 20-oct-2022. A total of 46 biliary stents were placed in 39 patients. The most frequently used stents were the zilbs-635-6-8 (16 stents) this complaint was opened to capture the seventeen patients (43.6%, 17/39) received chemotherapy and four patients (10.3%, 4/39) received radiation therapy(user error). As per ifu0065-4 after stent placement, alternative methods of treatment such as chemotherapy and irradiation may increase the risk of: a) stent migration due to tumour shrinkage, b) stent erosion of the tissue, and /or c) mucosal bleeding. No adverse effects to the patient reported.